Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 23-oct-2019 with the following findings: the complaint regarding loss of prime was reported on (B)(6) 2017; according to the pump history the pump was in use until (B)(6) 2019. A review of the pump¿s black box and alarm history showed that the data from the date of the event had been overwritten due to continued pump use. The available black box data for 2019 showed no evidence of loss of prime. During testing, the pump rewind, load and prime steps were performed successfully and the was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. Unrelated to the complaint, investigation revealed a dim, discolored display and a battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.